Event description:
On (B)(6) 2013, the patient contacted animas representative and reported having a low blood glucose (bg) of 39 mg/dl on (B)(6) 2013 with symptoms of feeling lightheaded, dizzy and having hot flashes. The patient stated he treated the low by eating cookies and drinking milk. At the time patient spoke with animas representative, he stated his current bg was 133 mg/dl. At the time of troubleshooting, the patient mentioned to the animas representative that the low bg occurred after priming and filling cannula approximately 8-10x after receiving a loss of prime warning. The patient stated he was filling cannula with 1.0 units. The patient was educated to only do fill cannula when he puts in a new site and was advised to only fill 0.5 units vs 1.0 units. It was noted that the patient expressed understanding. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient¿s alleged hypoglycemic event is attributed to use error since the patient was filling the cannula when not instructed to and filling it with more insulin than recommended.